Event description:
It was reported that the 9800 system shut down during a case with the iris collimator closing. System was rebooted and case continued. According to customer this has been an intermittent problem. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Tightened power plug screws, restrapped (adjusted) the isolation transformer to deliver 119v and adjusted the ps1 power supply. The system was tested and found to be working as intended and placed back into service.